Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer¿s blood glucose was unknown. Troubleshooting was not performed on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed self test. All the buttons functioned properly. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.